Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. As such, surgical intervention took place on (B)(6) 2021 wherein a new lead was added to the existing scs system addressing the issue. Reportedly, patient had great coverage post operatively.